Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, the suspected cause of the bg level was due to the basal rate settings being too high. Carbohydrates were consumed to treat bgs. Reportedly, the customer consulted with health care provider regarding making adjustments to the basal rate settings.